Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, measuring 15 mm in length with a vessel diameter of 3.0 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation of the ivus catheter outside the patient, bubble retention was observed and could not be cleared. As a result, the catheter could not be flushed, and the image remained completely black throughout. The procedure was completed with another of the same device. The patients condition was stable, and no complications were reported.